Event description:
It was reported that the patient underwent surgical intervention to revise the artificial urinary sphincter (aus) due to recurring incontinence. The physician suspected a fluid leak from the cuff, so the cuff was replaced. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned component underwent a thorough analysis. Visual inspection of the cuff identified a tear in the cuff shell that is consistent with sharp instrument damage. Leak testing was performed, and the cuff did not pass within product specifications. Based on the information available, the reported device observations were confirmed; however, due to the unintentional interaction with the cuff relating to the fluid leak the conclusion of unintended use error contributed to the event was chosen.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to revise the artificial urinary sphincter (aus) due to recurring incontinence. The physician suspected a fluid leak from the cuff, so the cuff was replaced. There were no additional patient complications reported.

Event description:
It was reported that the patient underwent surgical intervention to revise the artificial urinary sphincter (aus) due to recurring incontinence. The physician suspected a fluid leak from the cuff, so the cuff was replaced. There were no additional patient complications reported.

Manufacturer narrative:
Correction was made to h6 evaluation conclusion codes upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned component underwent a thorough analysis. Visual inspection of the cuff identified a tear in the cuff shell that is consistent with sharp instrument damage. Leak testing was performed, and the cuff did not pass within product specifications. Incontinence is a known adverse event outlined in the product labelling with this device. Based on the information available, the reported device observations were confirmed; however, due to the unintentional interaction with the cuff relating to the fluid leak the conclusion of unintended use error contributed to the event was chosen.